Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that his child's insulin pump keypad buttons are not responsive and will not allow for a bolus to be administered. The customer indicated that their blood glucose reading was high but the level was unknown. Troubleshooting found that the pump had not been worn for a week prior to the high blood glucose. Troubleshooting also found that the numbers on the display ramp up and nothing happens when the buttons are pressed.